Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure on (B)(6) 2020, the physician could not advance the lead. As a result, the procedure was abandoned.

Manufacturer narrative:
The event of abandoned procedure was reported to abbott. During an implant surgical procedure for a lead, the physician was unable to advance the lead. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.